Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The reporter stated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens in the patient's left eye (os) on (B) (6) 2010. The lens was explanted on (B) (6) 2010 due to low vault. Another icl was not implanted.